Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over infused. During a milrinone infusion (rate 0.5 mcg/kilogram/hour at a rate of 11.3 ml/hour) ¿usually ran >90 ml between charted bag changes without dry lines (presumably, there would be some residual in the bag, but it does not appear on the medication administration record (mar) because the lines did not run dry)¿. At 19:26 on the day prior to the event, a new bag was placed. The volume to be infused was at 90 ml, which puts an end time at 03:20 the following day with 10 ml left in the bag. However, at 02:00 the bag was noted to be empty with some of the line dry as well. Between 19:26 and 02:00 (when the bag was over infusing), the patient's systolic blood pressure (sbp) was several points lower (up to 10-15 mmhg) than previous days. The event occurred in the progressive coronary care unit (ifmc). The lines were changed, and the pump was removed from service. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.